Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to excessive noise from the device due to a faulty circulation pump. The device was evaluated upon receipt. It was confirmed that the circulation pump noisy. Replaced circulation pump. Device passed fv est ctu calibration. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that calibration failed after pmst. Per sample evaluation results on (B)(6) 2026, cracks on the level sensor (no issue). Circulation pump noisy.